Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device was received with the pcb and lcd damaged, the quick connector was corroded, the user interface/membrane switch was not working, and the line cord was faded. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be caused by the user. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature was not reading properly. Patient involvement is unknown.